Event description:
Additional information was received that the device was reprogrammed to resolve the event. It was also received that technical services stated that there was also pacemaker mediated tachycardia (pmt).

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted for recommendations to resolve the event. There was no intervention completed and the patient remained stable.